Event description:
A new pump was implanted seven week after the previous pump was explanted due to infection (see MFR report #6000030200400779). The pt reported the pump was explanted, due to infection. Specific symptoms or treatment were not reported. Add'l info has been requested, but was not available at the time of this report.